Event description:
It was reported that the pt did not receive therapeutic effect when pump medication boluses were delivered. The pt was seen in the emergency room (ER) "three to four times" during the week of (B)(6) 2010 (the symptoms and treatment provided were not described). The pt's physician suspected that either the pt's catheter is blocked or the pump is not working. The pt's pump contained fentanyl, clonidine, and bupivacaine. There was no info provided regarding the concentration or dosage of medications used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).